Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient underwent lumbar fusion at levels l4-l5 wherein rhbmp-2/acs was implanted in the disc space. Post-op, the patient had increasing low back pain, and right lower extremity radiculopathy. Patient was considering undergoing revision surgery. Patient continued to experience chronic lower back pain, with pain radiating down her right leg and up her back. She was unable to bend over, had to constantly change position due to extreme pain, and cannot stand for extended periods. She required use of a back brace for additional support.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: post laminectomy, l4-l5, status post l4-l5 discectomy x2 with recurrent lumbar disk herniation at l4-l5; degenerative lumbar disk disease. The patient underwent the following procedures: right revision discectomy l4-l5, placement of an epidural catheter, anterior interbody arthrodesis l4-l5 with machined allograft spacers, anterior tension band plate, and rhbmp-2/acs; exposure for anterior lumbar interbody fusion at l4-l5. As per operative notes, ¿multiple trial spacers were introduced and 11-mm machined allograft spacer was selected and placed at l4-l5 level with rhbmp-2/acs in the core along with infused laterally and anteriorly.¿ no intra-operative complications were reported.